Manufacturer narrative:
The reported events were helix mechanism issue, lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricular (rv) lead could not pace successfully. An x-ray was performed confirming dislodgement of the rv lead. During the repositioning procedure, the helix failed to retract. Instead, the physician elected to explant and replace the rv lead. The patient condition was stable.